Event description:
This report is for pt 1 of 2. Hemochron signature plus microcoagulation system inr 4.1 vs unspecified lab system inr 2.3. Pt therapeutic range 1.5-2.5 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Method, results, conclusions: manufacturer eval/investigation currently in process.